Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2016 with the following findings: the pump was evaluated and found to be operating within required specifications. The last basal delivery was on (B)(6) 2016 and the last bolus delivery was a 2.0 unit bolus on (B)(6) 2016 at 20:47. No debris was observed in the cartridge compartment. The rewind and load cartridge steps were successful. The pump was subsequently primed and upon removal of the cartridge it was verified that cartridge contained 160 units. The cartridge was reinstalled and rewind and load steps performed once again. The piston stopped at 160 units and the display correctly read 160 units. The units remaining were calculated correctly. The total daily dosage did add up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within the range. No delivery interruptions or errors or alarms occurred during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was delivery inaccurately. In addition, the reporter alleged that there were 7 units of insulin in the cartridge and when insulin was withdrawn from the cartridge via syringe, the amount in the syringe was 1 unit short. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the reporter alleged that the pump is not performing per specifications.